Manufacturer narrative:
Facility address - (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: it was likely that a cable disconnection and water leakage caused a communication failure, resulting in the images not being displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had image interference. The intended procedure was a diagnostic hysteroscopy. The procedure was completed with a similar device. There were no reports of patient harm.